Event description:
It was reported prior to implant the device was unable to communicate by rf telemetry. The device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of telemetry anomaly was confirmed. The device was tested on the bench. Inductive telemetry communication ability remains normal. The device image confirmed that the cause of the reported event was consistent with a crc error.